Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had a unit with a note saying doesn¿t latch to other channels. One of the corners was hit with some thing and caused the plastic to mold out words not allowing it to connect to other channels which was resolved with filling down the corner and it then fitted on channels. There was no patient involvement.